Manufacturer narrative:
Internal report: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 80 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 10:27am) with results of 385 mg/dl and 438 mg/dl. Verified storage of test strips is (not) within spec. Test strip lot MFR's expiration date is 06/14/2016 and open vial date is less than a month ago. Recall test results performed fasting from meter memory: memory 1/325mg/dl, (B)(6) 2015 10:57:00 am, memory 2:324mg/dl, (B)(6) 2015 08:29:00 am, memory 3:136mg/dl, (B)(6) 2015 06:15:00am, memory 4: 117mg/dl, (B)(6) 2015 08:53:00 pm, memory 5:133mg/dl, (B)(6) 2015 06:54:00 pm. Adverse event not reported.